Manufacturer narrative:
H6 medical device problem code clarifier: contrast incorrect. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the contrast mix used in the procedure was 20 ml lomeron and 30 ml saline. It should be noted that the nc trek rx, instructions for use (IFU) specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage and it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported compliant. However, possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and mild tortuosity. The 2.0x12mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated once to 12-14 atmospheres. Then the balloon was attempted to be deflated for 30 seconds; however, the balloon would failed to deflate. Therefore, the entire system had to be removed from the patient with the balloon inflated. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.